Manufacturer narrative:
A doctor reported treating a patient who was splashed in the eye with rapicide opa-28 high level disinfectant while cleaning endoscopes. The doctor contacted chemtrec emergency services to obtain further information about the product and for consultation regarding treatment of the patient. Chemtrec connected the doctor with rocky mountain poison and drug safety for additional medical assistance. Medivators regulatory followed up with the doctor and the patient reported to the doctor that they experienced eye irritation and rinsed out their eyes after the chemical exposure. The doctor performed testing (ph and fluorescein) and the results came back normal. The patient was prescribed antibiotics and referred to an ophthalmologist. It is unknown if the patient was wearing proper personal protective equipment (i.e. Eye protection) when the incident occurred. There is no information on the identity of the patient/scope technician or their current status. This complaint will continue being monitored in medivators complaint handling system.

Event description:
A doctor reported treating a patient who was splashed in the eye with rapicide opa-28 high level disinfectant while cleaning endoscopes.